Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that there are slight traces of rust in the shape of drops visible on the bone levers. Regarding rust, it can generally be said that all materials, even so-called stainless steel, are only partially rust-resistant. Resistance to rusting applies only if the material is dry and stored without contact with other metallic objects. All metallic contact in damp or wet conditions can generate electrolytic reactions with contact corrosion as a result. The traces of rust in the shape of drops are visible on the bone levers are indicative that these instruments were not completely dry after washing; therefore, rusting occurred as a result. The manufacturing documents were checked and no defects were observed. Furthermore, we have not received any other complaints due to rust for this article. No product fault could be identified.

Event description:
It was reported that the retractors show signs of rust, and discoloration having been washed just once. This is report 5 of 5 for complaint (B)(4).